Manufacturer narrative:
Evaluation of the specific device reported by the complainant was not possible, as the device is not being returned. Review of the device history record was performed which confirmed no inconsistencies. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a subacromial decompression procedure, it was reported that the burr was shedding metal debris into the joint. All debris was washed from the joint. A back up device was on hand to complete the procedure and no time delay or patient injury was reported. The site indicated that no items are returning for evaluation.